Event description:
It was reported that about one week post-implant during a follow-up session, it was noted that the rv (right ventricular) output had adapted up to 5 v and that there was no capture. The rv lead was noted to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).